Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the customer contacted the technical service engineer regarding error c-00 occurring on the integrated electrosurgical unit (iesu). The customer inquired if the ft10 would work, and tse noted that it was working. Tse reviewed the system logs and found error 25913 along with c-33 on the erbe. Tse explained to the customer that they did not know if the ft10 would work since it had not been validated, unless there was a force triad. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and remotefe showed (25913 c-33 errors 5/14/2025.) Visual inspection:(bezel is cracked top left corner.) (C-33/c-00 error occurred during start-up) erbe unit that was placed on golden system and was run in normal mode.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to high frequency voltage related component failure inside the erbe iesu causing higher voltage than expected during start up. The issue was resolved by replacing the defective unit. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no port placement done when the event occurred. The ft10 was used to finish the case.